Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Event description:
The patient reported that the keypad is not responding, the 'up' and 'down' buttons have been intermittently unresponsive for the past week. The patient reports not exposing the pump to moisture and the keypad is intact.